Event description:
At 11:41am the pt performed a blood glucose test on the suspect device and obtained a result of 311mg/dl. Pt then administered 7 units of insulin and ate lunch. Around 2:30pm pt layed down because they were feeling cold and light headed. Pt was found unconscious around 5:00pm. Paramedics were called and they tested pt's blood glucose on their meter and obtained a reading of 26mg/dl. Pt was given glucose and an unknown shot then transported to the hosp.